Event description:
It was reported to philips that the system was giving errors when attempting to perform imaging from the footswitch. No harm to the patient or user was reported. Philips has started an investigation of this complaint.